Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's wire was found to be damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date is unknown. The customer was able to identify that the wire that was broken was the conductor wire. No further details have been provided as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of instrument log for the fenestrated bipolar forceps (part # 420205-16/lot# n11200706-825) was performed, did not find any information regarding the instrument. A system log review was not performed since there is insufficient event information (the date of the event was unknown). No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Root cause of this failure is attributed to a component failure.